Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a worsened open bite after using the byte aligners and they had to complete an invisalign treatment to correct what the byte aligners caused. Their orthodontist said they had an anterior open bite present with tongue thrust.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.